Event description:
It was reported that a physician implanted a starclose se clip device in a mildly calcified right common femoral artery (rcfa) after a diagnostic with intravascular ultrasound (ivus) procedure. Reportedly, the patient reported to be allergic to nickel prior to procedure start. The patient was discharged home without incident the same day. Patient has, to date, only voiced concern regarding the fact that the product contained nickel. No reports of any symptoms or reactions have been received to date from this patient. A 6fr sheath was used during vessel closure. The physician is trained in the use of the starclose se device. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded and a thorough analysis on the product could not be performed. Furthermore, a product deficiency was not reported. It should be noted that the reported use of the starclose se device on a patient who is allergic to nickel is not consistent with the instructions for use (IFU). The IFU, indicates that the device is contraindicated for use in patients with known hypersensitivity to nickel-titanium. To help ensure that all products perform according to specifications they are subject to inspection during manufacturing. In addition, a quality control audit inspection is performed to verify product quality. A review of the finished device history record did not reveal any non-conforming material records (ncmrs) associated with this lot. A query of the complaint-handling database was performed and there has been no other incident reported for use of the device on a patient who is sensitive to nickel for this lot. Based on the information available, the manufacturing inspection criteria and the review of the lot history record there does not appear to be any indication of a product quality deficiency.